Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During post op, it was reported that the right ventricular (rv) lead had high thresholds, diminished sensing and had dislodged. During an attempted revision and repositioning of the lead, there was noted difficulty with the helix retraction in which the provider had to rotate the rotation tool greater than twenty rotations. Upon repositioning, it was noted that the helix would not extend under fluoroscopy despite multiple rotations of the rotation tool. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.